Event description:
The rptr did back to back blood glucose tests and got results of 90 and 130 mg/dl. Tests were done one after the other, using different fingersticks. There were no symptoms. On follow-up, the rptr's wife stated that her husband has been getting normal readings. The lifescan rep and the rptr's reviewed qc procedures.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8